Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery that was a chronic total occlusion with mild calcification and 100% stenosed. The balloon completely failed to inflate inside the coronary artery. After removing the balloon out of the patient, it was noticed that the balloon was leaking. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another device was used to complete the procedure. No additional information was provided.